Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29july2019. The manufacturer's field service engineer (fse) performed troubleshooting. The unit was connected to a test lung and powered on; however, the reported issue could not be duplicated. The blower was replaced as a preventative measure. This customer returned v60 blower assembly was tested and no functional failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the unit was alarming high pressure patient disconnect. The device was in use; however, there was no patient harm.